Manufacturer narrative:
UDI not required for product code; implanted date: device was not implanted; explanted date: device was not explanted. The actual device was not returned, therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: care should be given when additional devices and wires are delivered through a previously placed stent in order to prevent damage or dislodgement. It is likely that approaching site during the pci procedure performed at a later date was close to the site where the misago stent had been implanted and therefore the misago stent was damaged by having been subjected to the distal end of the sheath. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the during a pci, a stent (misago), which had been implanted previously in the left external iliac artery on (B)(6) 2019, was damaged (probably turned over) with a sheath. At a later date, a stent (express) was inserted into the said artery to cover the misago. The lesion was stenotic without calcification or marked tortuosity. At the time of the misago implantation, no problem was observed. There was no complication for the patient. On (B)(6) 2020, the follow-up intervention was performed. Express 8.0 mm/37mm was placed to cover the damaged misago stent. The procedure was completed successfully with no issue. No health adverse event to the patient. The misago stent has not been retrieved, and is not planned to be retrieved due to having been covered with the express stent. The procedure was completed successfully. The patient was not harmed.